Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. No beep or alarm anomaly was noted. The pump was unable to verify display anomaly or perform the functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Moisture damage was found on the motor. The pump also had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he was on the beach drinking sugary drinks. The customer mentioned that the pump got wet in the ocean. The customer reported fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.